Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device ((B)(4)): the getinge field service engineer (fse) that encountered the issue replaced the safety disk (0202-00-0140) and completed the repair with full functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
During a repair service performed by a getinge field service engineer (fse), a new safety disk installed in the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test. This is a failure upon installation of the safety disk. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had broken component. A getinge field service engineer (fse) confirmed and stated during repair of the system the safety disk was in need of replacement due to cycle life. Service replaced the safety disk but did not pass the membrane leak test. It was oob failure. To resolve issue replacement done again. Refer to service order for complete repair. The defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave and tested the safety disk to factory specifications per procedure number and the cardiosave service manual. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of 7mmhg. The factory specification is +-6mmhg. The safety disk failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The national repair center installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave. The nrc performed the compressor performance test. The nrc could not verify a failure. The compressor passed testing. Retaining the compressor in the nrc per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.